Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported image resolution poor resulting in entrapment of device (anterior chordae in the clip) was related to procedural conditions as imaging was reported to be suboptimal. Additionally, the reported single leaflet device attachment per the physician is due to the tethering chord on the anterior leaflet that caused tension on the leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the clip was deployed with chordae. Tr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4+. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the clip was deployed with chordae. Tr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.